Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation and blood backflow during infusion. The following information was provided by the initial reporter: material no: 2426-0500, batch no: unknown, likely lot 20053383. The reported indicates no/minimal patient harm. Primary IV tubing primed and connected to patient. Once connected to patient, IV tubing snapped off leaving an open ended port and blood started to back flow.

Manufacturer narrative:
Investigation summary a sample has been received and tested by our quality team. The customer's complaint of separation was immediately apparent after visual inspection and has been verified. A device history record review could not be performed because a lot number was not provided by the customer. The sample was analyzed using microscope and the root cause of this failure is a lack of solvent used during tubing assembly. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation and blood backflow during infusion. The following information was provided by the initial reporter: material no: 2426-0500, batch no: unknown, likely lot 20053383. The reported indicates no/minimal patient harm. Primary IV tubing primed and connected to patient. Once connected to patient, IV tubing snapped off leaving an open ended port and blood started to back flow.